Event description:
It was reported that the insulin pump alarmed motor error during insulin bolus or basal delivery. Device was not exposed to a magnetic field. Motor error occurred one time in the last 30 days. Customer does not use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 164 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to confirm any error alarms due to an erased history file. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.